Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy and vaginal wall graft revision on (B)(6) 2009 due to vaginal wall mesh exposure.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary/bowel problems, recurrence and bleeding. It was reported that the patient underwent mesh revision/removal on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation and concurrent cystoscopy, anterior colporrhaphy, paravaginal repair and a vaginal hysterectomy. The patient underwent iliococcygeal vault suspension with mesh augmentation due to stress urinary incontinence and symptomatic vaginal prolapsed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04094. The same patient is represented in each medwatch.